Event description:
It was reported that the handpiece continued to run when the trigger was no longer activated. No adverse consequences were associated with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and a damaged motor component was determined as the cause of the run-on condition. The handpiece was repaired and returned to the customer.